Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no audio issue which was reproduced. Evaluation determined the cause to be that the backflex connector was improperly seated in the input/output printed circuit board. The backflex connector was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no audio issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.